Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific device tracking received an explant procedure form. The procedure form provided the icm device was explanted because the patient was experiencing pain due to the placement of the device. Additional information from the boston scientific representative advised the icm device was implanted in the submammary groove. The patient experienced pain at the implant site especially upon palpation of the implanted device. The device was explanted and replaced with another boston scientific icm device to continue monitoring. The icm device is expected to be returned to boston scientific. There were no additional adverse patient effects reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific device tracking received an explant procedure form. The procedure form provided the icm device was explanted because the patient was experiencing pain due to the placement of the device. Additional information from the boston scientific representative advised the icm device was implanted in the submammary groove. The patient experienced pain at the implant site especially upon palpation of the implanted device. The device was explanted and replaced with another boston scientific icm device to continue monitoring. The icm device has been returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was thoroughly inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Device has been retuned for analysis. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. As a result, evaluation conclusion code, "no problem detected" was selected.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted and replaced. Boston scientific device tracking received an explant procedure form. The procedure form provided the icm device was explanted because the patient was experiencing pain due to the placement of the device. Additional information from the boston scientific representative advised the icm device was implanted in the submammary groove. The patient experienced pain at the implant site especially upon palpation of the implanted device. The device was explanted and replaced with another boston scientific icm device to continue monitoring. The icm device has been returned for analysis. There were no additional adverse patient effects reported.